Event description:
It was reported that an interrogation issue occured with the subject programmer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an interrogation issue occured with the subject programmer.